Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge¿ balloon catheter was selected for dilatation. However, upon loading the device over the guide wire, the shaft broke. The device was not used and the procedure was completed with a different device.